Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for additional information and part return were unsuccessful, so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the temperature module was not working. No other details regarding the nature of this event were provided.